Event description:
It was reported that the leadless pacemaker (lp) exhibited an inappropriate reset. It was noted that the patient needed three cardioversions for an unknown reason. After the cardioversions, the implant date was missing and needed to be reinput. Reprogramming was performed. The patient condition was unknown.